Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue: there is a crack in the pump casing, the pump has lost power. There has been no trauma to pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/03/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/21/2014 with the following findings:a review of the pump¿s history revealed no events related to a power loss issue. Evaluation revealed a battery compartment crack and the battery compartment threads were damaged. The battery cap was unable to properly secure to the pump. Power loss was observed during investigation. A test battery cap was used for further investigation. A 24-hour exercise test was able to be completed successfully without issue with the test battery cap.